Event description:
Customer reported she experienced high blood glucose of 508 mg/dl. Customer stated she tested and went to give herself insulin when she noticed she had lost her insulin pump. It fell off somewhere and does not know where it is. Customer stated that the site was still attached but the tubing was gone. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.